Manufacturer narrative:
(B)(4). The device was received for evaluation. The lot number of the device is unknown. The reported condition was verified by visual inspection, however, the cause of the condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an injury due to a leak between the male luer and the tubing on a microbore catheter extension set. It was reported that the set had been in use for two days. Subsequently the patient experienced an unspecified injury. It was not reported if the patient was hospitalized for the event. Treatment for and the outcome of the event was not reported. No additional information is available.